Manufacturer narrative:
This initial report and final report is being submitted to FDA for a reportable event that occurred outside the USA. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6). Model: py-60ad). Appearance check result was consistent to reported information. The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. From our investigation, we believe this event was not caused by our product quality. A review of the complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in japan. Date of event: (B)(6) 2023. Damaged haptic after implantation. The doctor found both haptics were missed just after iol implantation. Patient impact: intra-operative explantation.